Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Upon troubleshooting, fse found that the issue with host pc. To resolve this issue, fse replaced the host pc and system license file was changed. The defective host pc was returned to philips for analysis and confirmed the failure and the failed component was psu (power supply unit). After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.